Manufacturer narrative:
D10 concomitant products: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# unknown sig60ctavm - tri 2.0 sig60ctavm 60 CT vsclr med 12mm, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a laparoscopic gastric bypass procedure of the stomach and intestine, the patient had digestive bleeding. The issue occurred on three reloads. The patient underwent another procedure to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# n3k2727y sig60ctavm - tri 2.0 sig60ctavm 60 CT vsclr med 12mm, lot# n3b0635y. Additional information: d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (expiration date, lot number), h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.